Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient saw an ¿8286¿ error code on their personal therapy manager (ptm). The reporter believed the pump reservoir volume had not been updated at the last refill on 2013-(B)(6). The reporter also ¿guessed¿ the drug in the pump was morphine but could not confirm that along with any other patient information. The reporter planned to instruct the patient to go to the clinic the following day to have the pump updated to the correct reservoir volume. No further information was provided. Additional information has been requested, but was not available as of the date of this report.